Event description:
It was reported to philips healthcare that the heartstart mrx displayed a low battery message, which was later clarified by the philips field service engineer that the device was not charging the battery. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.